Event description:
The plaintiff alleges that they worked as a registered nurse and wore and were continuously exposed to antigenic natural latex proteins in the latex gloves. Plaintiff alleges that in 1999, following a rast test, they were diagnosed as being allergic to latex. Plaintiff also alleges that they have become sensitized to latex, and they are now subjected to increased health risks. Plaintiff further alleges that they are subject to an increased risk of anaphylactic reactions to latex products. Furthermore plaintiff alleges that they have suffered substantial injury, pain and suffering as well as economic loss. Plaintiff also alleges lost wages, past and future medical expenses, physical and mental pain, and suffering and anguish. Finally loss of consortium is alleged.